Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that on the morning of (B)(6) 2012 the patient obtained a low blood glucose reading of 60 mg/dl. The patient experienced symptoms, but the reporter did not provide the specific symptoms. On (B)(6) 2012 the patient noted the pump history showed a bolus dose of 0.0 units given, without user intervention. The reporter claimed there were no issues with the pump keypad. The issue was not resolved. The patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after the pump issue occurred, and received treatment. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the black box shows a 0.00 bolus on (B)(6) 2012 followed by a 176 warning (partial delivery, user aborted (meter). A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Pump was exercised for 24 hrs. On a 1 unit per hour basal program, no 0.00 boluses were delivered. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.